Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, 24 mm amplatzer septal occluder was chosen for implant using a 10f amplatzer torqvue delivery system. During the procedure it was noted that the occluder formed cobra shape. The deformed device was never released from the delivery cable while inside the patient. It was retracted and redployed twice. However, the issue still persisted. The procedure was then successfully completed using a 28mm amplatzer septal occluder. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.